Manufacturer narrative:
All operating currents are within specification. No unexpected off/no power alarms noted. Motor error alarm during basic occlusion test due to faulty force sensor. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an off no power alarm without a low battery alarm. The customer also reported a motor error alarm during normal use. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.